Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, no leak, scratch, nor any damage was found. The cassette was in the expected condition. The complaint product sample was visually inspected and no cut, kink, holes, nor any damage was found. After further inspection, no problems were found. A functional test was performed to the complaint product samples with a cycler machine. During functional test no air bubbles, alarms, leaks, or other issues were detected. After completing the test, the cassette was removed from cycler and no moisture was found. The test was completed successfully. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler set performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after ending their pd treatment. Fluid was not discovered on the external of the cassette. The patient contact reported not receiving an alarm prior to or after the leak. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that moisture was found inside the cassette door. The cause of the leak is unknown. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the event. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after ending their pd treatment. Fluid was not discovered on the external of the cassette. The patient contact reported not receiving an alarm prior to or after the leak. The patient contact was advised to discontinue the use of their cycler until the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that moisture was found inside the cassette door. The cause of the leak is unknown. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the event. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.